Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached after 6 days of wear. Customer further reported she experienced unspecified symptoms of hypoglycemia. Paramedics were called and upon their arrival, customer was given "sugar cookies and coke". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported serial number is invalid. The dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. A tripped trend review was completed and the investigation concluded that there were no product nonconformance's. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor detached after 6 days of wear. Customer further reported she experienced unspecified symptoms of hypoglycemia. Paramedics were called and upon their arrival, customer was given "sugar cookies and coke". No further treatment was reported. There was no report of death or permanent injury associated with this event.